Event description:
Info received indicated that bag set is free-flowing. There was no pt impact reported. Customer is unable to provide any add'l info.

Manufacturer narrative:
An used inf0500 (lot # cf1315102) bag set was received for eval. The bag set was tested for "free flow". The ilo (in-line occluder), within the cassette, failed to occlude the set; as the water flowed freely from the bag to the red stepped adapter. The cassette on the bag set was visual inspected and showed that the ilo had a short shot molding. The complaint was confirmed. DHR for the above lot was also reviewed and found no defects.